Manufacturer narrative:
Customer reported that two lots of alere devices were used. The additional lot is as follows: catalog #: 7d2648, lot # = 095220, expiration date = 29 may 2019, manufactured date = 16 january 2018, UDI = (B)(4). Testing was performed at alere scarborough on retained kit lot 095651 and 095220 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 095651 and 095220 were reviewed. These lots met the required release specifications. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 095651 showed that the complaint rate is (B)(4)\%. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 095220 showed that the complaint rate is (B)(4)% the evidence available does not indicate that the product is performing outside label claims. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported a (B)(6) result with a serum sample (lot 095651) and a (B)(6) result when testing on edta whole blood (lot 095220) using the alere determine hiv 1/2 ag/ab combo. Subsequent confirmatory testing demonstrated negative results. Test results were obtained from a patient in active labor, full term. There were no adverse patient outcomes reported.